Manufacturer narrative:
(B)(4)

Event description:
Device evaluation: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings:(B)(4).